Event description:
The manufacturer received information alleging the device has a burnt motor, smells burnt, and will not blow or turn on half of the time. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 06/06/2025: the device was returned to the manufacturer's product investigation laboratory for investigation. The device powered on and rebooted when attempting to initiate therapy. The device's downloaded event log was reviewed by the manufacturer and found 21 errors. During the investigation, pil observed the bottom enclosure screws were corroded, likely due to liquid ingress. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Dried liquid spots with potential mineral deposits were observed on the top enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. One of the top enclosure screw bosses was observed to be cracked. Appearance of burn marks was observed on the iso port, likely due to thermal damage to the pca. The q3 component on the pca was observed to have thermal damage, along with corrosion on areas of the pca, and the pca screws were observed to be corroded, all likely due to liquid ingress. The blower seal was observed to have damage to it, where the seal itself was not completely adhered to the metal ring, possibly allowing a small air leak. Hair-like particles were observed on the bottom enclosure. The p3 power connector was observed to have corrosion to it, likely due to liquid ingress. The investigation was able to confirm the complaint, but not address the symptoms specified. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.